Manufacturer narrative:
- Other analysis - functional testing: the 33 samples were filled with water; the samples were connected to the cadd legacy plus to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed. Root cause - the customer reported: ?when the patient was using the cassette outside the home, a "no message" alarm sounded. So she removed the cassette from the pump and attached it again, but the alarm was not cleared. She then got back home and changed the cassette to another one to have medical fluid properly infused. No patient injury.?. The complaint was not confirmed due to sample was tested and no alarms were activated. Per trend review in no disposable alarm code an escalation to investigate this failure was initiated on (B)(6) 2021 under ncr-( B)(4)that is in corrective action phase. Actions taken - no actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that a "no message" alarm sounded. So she removed the cassette from the pump and attached it again, but the alarm was not cleared. She then got back home and changed the cassette to another one to have medical fluid properly infused. No patient injury was reported.

Manufacturer narrative:
- Other analysis - functional testing: the 33 samples were filled with water; the samples were connected to the cadd legacy plus to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed. Root cause - the customer reported: ?when the patient was using the cassette outside the home, a "no message" alarm sounded. So she removed the cassette from the pump and attached it again, but the alarm was not cleared. She then got back home and changed the cassette to another one to have medical fluid properly infused. No patient injury.?. The complaint was not confirmed due to sample was tested and no alarms were activated. Per trend review in no disposable alarm code an escalation to investigate this failure was initiated on (B)(6) 2021 under ncr-( B)(4)that is in corrective action phase. Actions taken - no actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that a "no message" alarm sounded. So she removed the cassette from the pump and attached it again, but the alarm was not cleared. She then got back home and changed the cassette to another one to have medical fluid properly infused. No patient injury was reported.